Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. There will be no product evaluation. The product was not retained for return to manufacture.

Event description:
The facility in (B)(6) reported the vitrectomy cutter did not move. The doctor decreased cut rate to 2000 cpm, then it started moving. No patient injury reported.